Event description:
A patient reproted experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 7.3 mmol/l versus 5.9 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 24%. Patient did not expeirence any adverse events. No further information has been reported.